Manufacturer narrative:
The insulin passed the full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the printed circuit board assembly was inspected and properly was connected. The insulin pump was received with scratches case, peeling keypad overlay and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer reported frequent no or intermittent response by button press. The customer will be sent a replacement pump. The insulin pump will be returned for analysis.